Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and identified a crack in the washer's sump which allowed water to leak from the sump onto the floor. The technician sealed the crack, tested the unit, and returned the unit to service. The unit was manufactured in 2016 and no additional issues were noted.

Event description:
The user facility reported that their amsco 3052 washer was leaking water onto the floor. No report of injury.